Manufacturer narrative:
During inspection and testing, the nozzle was clogged with a black rubbery material due to insufficient cleaning. A review of the device history record found no deviations that could have caused or contributed to the foreign material in the nozzle. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the foreign material clogged the nozzle due to a product used with the scope (silicone tube, etc.) Breaking and fragments entering the channel and being caught in the nozzle. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following instructions, which may help to prevent the issue: "-inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." " inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device. In addition, the objective lens was cracked and chipped, there was burr on the nozzle, the adhesive on the bending section cover was worn, angulation in all directions was insufficient due to wear of the angle wire, the angulation knob was loose, and there was free play in the angulation due to collapse of the bending section. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported insufficient air and water flow from the subject device during an unspecified procedure but visibility was fine. The procedure was completed with another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged with a black rubbery material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.